Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/1.0/029 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model and size lens. The replacement lens was placed in the horizontal position. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Additonal information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional found the lens to be within specifications. Claim# (B)(4).